Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; an alternative approach for treating a type ia endoleak after conventional evar using the nellix endovascular aneurysm sealing. Ombretta martinelli, mauro fresilli, luigi irace, salvatore venosi, jihad jabbour, veronica picone, debora maruca, alessia di girolamo, bruno gossetti doi: 10.1016/j.avsg.2017.12.020. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 90mm abdominal aortic aneurysm. It was reported, during a 5-year post-operative follow up diagnostic ultrasound a type ia endoleak was observed, no cause was provided. It was reported that the event was resolved by relining the original endurant stent graft with a non -medtronic stent graft. No additional clinical sequalae were reported and the patient is fine.